Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a fungal infection. The patient's pacemaker, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were explanted. The pacemaker system was replaced with leadless pacemakers on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.